Event description:
Patient had fecal management system placed. About two weeks later, patient's nurse discovered that the cuff had been overinflated to 170 ml. Pt had bright red oozing from rectum; pt expelled a large fist sized clot with smaller clots present at anus. Pt was diagnosed with necrotic rectal ulcer related to use of fecal management system. Unfortunately, the device in this event was not saved. I am reporting this event to medsun for investigation into this particular product.